Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0pkjk, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported a loss of therapy/ return of symptoms. She had not felt stimulation in the past month prior to report and the therapy was not on. The therapy was turned on and the situation resolved. The patient had an appointment with the doctor on (B)(6) 2015. There was a sudden change in therapy/ symptoms. She increased stimulation to 2.1 and felt stimulation. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.